Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring =600 mg/dl with large urinary ketones. The patient was reportedly treated in the hospital emergency room with intravenous fluids. The patient reportedly discontinued insulin pump therapy. The reporter alleged that the pump had not been delivering accurately for the past four-to-five months. Troubleshooting of the device was not completed at the time of the reporter¿s call to animas because the reporter alleged that the up and down arrow buttons were under responsive beginning (B)(6) 2018 and this prevented the reporter from being able to troubleshoot the pump with animas customer support. The reporter denied over or under delivery of insulin to the patient due to the keypad button issue. This complaint is being reported because the patient allegedly experienced serious injury while on insulin pump therapy requiring medical assistance due to an apparent inaccurate delivery issue.